Event description:
It was reported that a 500 ml container of heparin was programmed to infuse in 25 ml/hr, however the bag infused in only 2 hrs. The pt's ptt levels were elevated, however, close observation of the pt was the only intervention required.